Manufacturer narrative:
In the event that information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The device was tested and no failure was detected so no parts were replaced.

Event description:
It was reported that while a field service representative (fsr) was onsite, a ventilator was found with a note stating that the ventilator alarmed high fraction of inspired oxygen (fio2) during patient use. The ventilator was set and 40 percent and was reading 46 percent. The patient desaturated and had no improvement with increased fraction of inspired oxygen (fio2). The patient was bagged and the arterial oxygen saturation (sao2) improved to 100 percent. The patient was returned to the avea and desaturated again. The vent was switched out and sao2 was normalized again.